Event description:
The customer stated that his elite meter was reading high compared to a cone touch meter. He stated that he received a reading around 161 mg/dl on the one touch compared to a reading around 359 mg/dl on the elite. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.